Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information became available: the product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot testing was performed and passed. A (B)(4) bluetooth device pairing test was performed and passed. A functional test was performed and passed all relevant tests. A review of the receiver share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. Data was provided for evaluation but does not reflect the alleged device. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available.